Manufacturer narrative:
Detailed analysis was performed. External visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device case was opened and visual inspection revealed no irregularities. Testing found that the battery had depleted earlier than expected. When connected to an external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. Although the device did not pass final pack testing due to battery voltage, laboratory analysis was unable to reproduce the condition that caused the battery to deplete prematurely.

Event description:
It was reported that this product was returned from our final pack area for analysis as the product had not passed all required testing.